Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who advised the biomed part sid: (B)(6) pcacy spkr external d-sub to order and replace. No further remote support needed. It was an user error with a removed and missing speaker on central host. Based on the information available and the testing conducted, the cause of the reported problem was a missing speaker assembly. The reported problem was confirmed. The customer was provided information to resolve the issue. The customer is taking responsibility for servicing the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient information center ix indicating that there is no alarm sound and discovered speaker was disconnected, the speaker is missing. The device was in use on a patient at the time of the event. There was no adverse event reported.